Event description:
Additional event of ¿deflation with a hole near the valve¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, broken shell, delamination valve, opening crack and missing shell leak test and microscopic analysis was performed which identified delamination total of the valve, striated broken on anterior and opening crack. Based on the device analysis, the final assessment is a cracked valve seat diaphragm valve, a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool, delamination of the valve (adhesive failure) and missing shell assessed as inconclusive.

Event description:
Healthcare provider reported a left side deflation. Additional event of ¿deflation with a hole near the valve¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported a left side deflation. Device remains implanted.